Event description:
The reported information stated a (B)(6) male patient developed an epithelial ingrowth, approximately one (1) month postoperatively. As such, the ingrowth was debrided, a suture was placed, and an increased steroid dose was prescribed. The epithelial ingrowth healed and did not return.

Manufacturer narrative:
Corrected implant date from (B)(6) 2015. (B)(4). Additional information added to relevant tests/lab data. Additional information added to other relevant history.